Event description:
Additional information was received from the customer that the procedure was extended by five minutes. The patient was under nla (neurolept-analgesia sedation) at the time and did not suffer any harm. The device issue was further clarified as the endoscope did not insufflate sufficiently.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, d8, d9, h2 and h6. Corrections to b1, b2, and h1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the nozzle was clogged due to a blockage. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer reported the procedure was only extended by five minutes and there was no patient harm, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colono videoscope had an insufflation problem. The unspecified procedure was prolonged greater than 30 minutes and completed with another device. There were no reports of patient harm.